Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect beginning 5 days ago. Increasing the stimulation amplitude and trying different program settings but only caused an overstimulation in other areas. There were no falls or other trauma reported although it was noted that the pt did have invasive heart surgery (date not reported). Current battery voltage was 2.86 volts and the longevity was still good. Additional info was requested.